Event description:
The customer received a blood glucose reading of 99mg/dl on the contour meter, was also tested at the lab and the reading was 299mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no strips left to return for evaluation and information from the bottle could not be retrieved.